Event description:
The article, "3d printing to manage postinfarct ventricular septal defect", was reviewed. This research article reported a case study of a (B)(6) year old female, who experienced angina a week prior to presenting to the emergency room with dyspnea and angina. A ECG showed a non-st elevation mycocardial infarction on the posterior wall. Cardiac catherization showed a complete occlusion on the right coronary artery and a post-infarct ventricular septal defect (vsd). On transthoracic echocardiography, a basal muscular vsd was confirmed. Due to incipient cardiogenic shock, the patient was supported with an intra-aortic balloon pump (iabp) and dobutamine drip. Due to the patient's elderly and critical clinical condition, it was planned to perform a percutaneous vsd closure. An amplatzer septal occluder 17mm was selected and was successfully implanted with the trivial residual shunt. On post-operative day one (pod 1), the patient developed hemodynamic instability with progression in size of the post-infarct of the vsd, device embolization, and severe tricuspid regurgitation. The patient underwent open-heart surgery with vsd closure, device removal, and tricuspid valve replacement. During the perioperative time, the patient developed septic shock and acute kidney injury requiring dialysis. The patient fatality occurred on pod 9. [The primary and corresponding author is paolo magagna md, division of cardiology, san bortolo hospital, viale rodolfi 37, vicenza 36100, italy, with corresponding email : paolo.magagna@aulss.veneto.it]

Manufacturer narrative:
As reported in a research article, a patient was implanted with a 17mm amplatzer septal occluder for closure of a post-infarct ventricular septal defect (vsd). Events of trivial residual shunt, hemodynamic instability, progression in size of the post-infarct of the vsd, device embolization, severe tricuspid regurgitation, septic shock, acute kidney injury, and patient death was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, (B)(4) "indications and usage: the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration."